Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text : device not returned by manufacturer.

Event description:
On (B)(6) 2018 maquet sas became aware of an issue with one of surgical lights- prismalix. As it was stated, the light handle broke off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination. Manufacturer reference number #(B)(4).

Manufacturer narrative:
Getinge became aware of an incident with surgical light prismalix device. As it was stated by the customer, the handle was missing. Fortunately, there was no adverse outcome reported however, we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification. We have no information regarding the exact time when the defect first appeared or if it was being used for patient treatment in the time when the event occurred. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The most likely root cause is related to wrong maintenance of the device, however without additional information from customer we are unable to fully confirm the root cause. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: 174218.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).